Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. This event is being submitted on an international product ln 7p87 alinity I anti-hbc ii, which has a similar product distributed in the us, ln 7p84 anti-hbc.

Event description:
The customer observed a falsely depressed anti-hbc result on the alinity analyzer. The following data was provided for a patient diagnosed with mononucleosis: sid 9073603799 initial 0.25, repeat 9.71 s/co. There was no impact to patient management reported.

Manufacturer narrative:
On january 10, 2020 the suspect medical device was corrected from ln 07p87-32 lot 03218be00 to ln 07p87-77 lot 03218be01. An evaluation is still in process. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and sensitivity testing. No adverse trend was identified for the customer's issue. No return patient sample was available. Labeling was reviewed and found to be adequate. Both clinical seroconversion panels and in-house sensitivity testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.